Event description:
The customer reported that they had 11 platelet products with elevated residual white blood cell (rwbc) content collected between (B)(6) 2013 and (B)(6) 2014. The customer was unwilling to provide any other investigative information. There was not a transfusion recipient or patient involved at the time of the rwbc testing, therefore no patient information is reasonably known at the time of the event. The customer declined to provide specific dates of the platelet product collections, lot numbers of the disposable sets involved, or wbc measurements. The disposable sets are not available for return because the customer discarded them. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
The run data files (rdfs) for 6 of the 11 incidents were analyzed. Donor unit # wbc platelet pre-count hct tbv lot no.w037713065177 172.2x10^6 343x10^3/¿l 40% 4811ml 07v3121w037713083029 350x10^6 332x10^3/¿l 50% 4875ml 09v3221w037713075462 143.5x10^6 274x10^3/¿l 44% 5194ml 07v3121 conclusions: signals in these run data files do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. Based on the available information it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected rwbc content in the platelet product. Donor unit # wbc platelet pre-count hct tbv lot no.w037713077109 87.7x10^6 407x10^3/¿l 39% 4125ml 09v1120w037713087512 141x10^6 302x10^3/¿l 47% 5622ml 10v3217w037714016487 8x10^6 267x10^3/¿l 45% 7448ml 01w1114 conclusions: the analysis of these run data files indicate it is possible that the plasma line may have been occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump it is possible the flow through the lrs chamber could be higher than expected by the system. This could allow some rwbcs to escape and contribute to the higher than expected rwbc content reported for this collection. Orientation of the hexin the hex holder may contribute to the above. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
The device history records (DHR) were reviewed for the five lot#s provided: 01w1114, 07v3121, 09v1120, 09v3221 and 10v3217. There were no events noted in the dhrs that would have contributed to the elevated wbc counts experienced by the customer. Root cause: these disposable sets were unavailable for specific root cause analysis. Signals in the run data file do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for these collections. Possible root causes were provided in the supplement 1 report for these events.